Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that seven months after the dental implant and abutment were placed on the same day in ada site 26, a failure occurred. Patient presented with peri-implantitis, bruxism, infection, pain and mobility. Primary stability and osseointegration were not obtained. The implant and abutment will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that seven months after the dental implant and abutment were placed on the same day in ada site 26, a failure occurred. Patient presented with peri-implantitis, bruxism, infection, pain and mobility. Primary stability and osseointegration were not obtained. The implant and abutment will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.